Event description:
The customer reported that the system displayed a bad iris potentiometer error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The circuit boards were reseated. The collimator was calibrated. The image intensifier handle was tightened. The system was tested and operates as intended.